Event description:
Boston scientific received information that this left ventricular (lv) lead had fractured. High out of range pacing impedance measurements were also observed. It was reported that patient had fallen, causing the lead to fracture. An invasive procedure was performed. This lead was surgically abandoned. The subclavian vein was occluded, therefore a new lv lead could not be implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.